Event description:
A nurse from the user facility reports something was seen on the intraocular lens following insertion. Enlargement of the incison was required to accommodate removal and replacement of the lens. Additional info has been requested.